Manufacturer narrative:
Product analysis: the device was explanted and not returned. Therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. Following implant at a depth of approximately 8 millimeter (mm), the valve appeared under-expanded. It was reported that there was calcification where the valve was being implanted. As a balloon was advanced over the wire in an attempt to perform a post-implant bav, the valve dislodged. Subsequently, the procedure was converted to open heart surgery. The valve was explanted and successfully replaced with a surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning) can affect the expansion of the valve. The observed under-expansion of the valve may have been attributed to calcification because it was reported that there was calcification where the valve was being implanted. However, the root cause of the issue could not be determined based on the available information. It was also reported that during the attempt to perform a post-implant bav, the valve dislodged as the balloon was advanced over the wire. One (1) phone clip provided with the complaint was reviewed and it showed a fully deployed valve (100%) dislodged from the aortic annulus to the ascending aorta. There was no other imaging provided for this event that resulted in an open heart procedure. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. It is possible that the valve was dislodged during the bav process. However, based on the cine review, an assignable root cause for the dislodgement could not be confirmed or determined. Valve dislodgement events are typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.